Event description:
Reporter indicated that patient developed an infection immediately post-operative and that antibiotics were prescribed by the surgeon. It was reported that the antibiotics prescribed by the surgeon did not resolve the infection. The patient reportedly saw family doctor and received another prescription for antibiotics. The patient also reported that they have scar tissue formation over the chest incision. The patient asked the manufacturer not to contact their physician or surgeon.